Event description:
Excessive tool chatter reported during a temproal mastoid left ear procedure. The attachment was used with a 7ba30mn burr when the burr contcted the semicircular canal causing damage to the exterior of the canal. Pt impact was not known. No add'l info was obtained despite several attempts at follow up.